Event description:
It was reported that this left ventricular (lv) lead was surgically explanted due to unable to access coronary sinus. This lv lead was replaced. No additional adverse patient effects were reported.